Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent surgical procedure for extrinsic outflow graft obstruction (eogo) on (B)(6) 2025. Surgical revision of the bend relief and evacuation of the outflow graft obstruction were performed. The patient had recurrent low flow alarms by report. There were no changes to the patient's condition but the site mentioned difficulty keeping the patient's international normalized ratio (inr) therapeutic, and they were not clear if this was related or not. There were no recent changes to the pump's parameters. An echocardiogram, ramp, and chest computed tomography scan were performed. There were no other symptoms observed. The patient was doing well, still having occasional low flow alarms but not nearly as many as prior, likely due to hypertension now after stopping some medications briefly post operation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation. Additionally, analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. Low flow hazard alarms were captured throughout the file, which were associated with elevated pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 1 also explains all pump parameters, including pump flow and pulsatility index (pi). In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for a patient who was experiencing persistent low flow alarms. Log files were reviewed, and the event log file captured low flow events on 21march2025. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction. The echocardiogram showed heartmate 3 left ventricular assist device (lvad) physiology with severely reduced native left ventricle function. There was no gross evidence of device malfunction by transthoracic imaging. Lvad inflow/outflow was poorly visualized but no evidence of significant obstruction to flow by doppler. There was mild right ventricle enlargement with low-normal function. The aortic valve opened 1:1 with each cardiac cycle with mild to moderate aortic insufficiency. Final lvad speed was 5100 rpm. At final speed, left ventricular internal diameter at end-diastole was 4.9 cm. Chest computed tomography showed the cardiac chambers, with the lvad identified in the region of the left ventricular cardiac apex. Outflow cannula demonstrated full wall with adjacent low-density material presumed biodebris measuring up to 7 mm in thickness, not significantly changed compared to the prior study. More distally the cannula was widely patent with contrast. There was no intracardiac thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.